Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the cutter insertion assessment. It was also observed that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was also noted that the this was because the bearings were no longer in axial alignment not allowing the cutter to pass through. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified ear, nose and throat procedure (ent), it was observed that the attachment device would not load the burr. According to the report, it was noticeable that a bearing shifted out of alignment when you hold the attachment device under a lighted area. It was further reported that when the unknown bone dissection tool was inserted into the attachment device, it did not pass through as intended. It was not reported whether there was a delay to the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.